Event description:
Sheath broke while inserting catheter, leaving approx 1/2 inch inside pt. Did not show on CT, x-ray, or fluoroscopy. Fill volume 400 ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The sheath was discarded, so is not available for eval and investigation. Investigation by the customer revealed that the sheath did not break, but stretched, giving the appearance that one side may have broken. Eval of the pt with x-ray confirmed no segment was left in pt. A review of the lot history found no other complaints for this lot. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.